Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to falling off of the insertion tube; the distal end cover was peeling; the insertion tube was discolored; a catch and roughness was observed during angle operation; the curved rubber adhesive part was missing; and dirt was observed on the video connector. In addition, the operation part; insertion part corrugated tube oredome; the grip; the angle lever; the ud plate; the universal cord; the video cable; the video connector; the lg connector; and the video connector case were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, paint was peeling off the plating and the wires inside were visible on the visera rhino-laryngo videoscope. Inspection and testing of the returned device found that the resin part of the image guide coil fell off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
It was later provided the pre-use inspection was not performed for the unknown diagnostic procedure. The procedure was completed with the same equipment and there were no delays while the patient was under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5, d4, d10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress, handling, or other issues. Olympus will continue to monitor field performance for this device.